Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Customer loaded a new cartridge onto the pump, but subsequently received multiple minimum fill notifications after filling the cartridges with 300 units of insulin. Reportedly, customer was using lispro insulin in the cartridge. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Customer's blood glucose level ranged from 200 mg/dl to 400 mg/dl.